Event description:
This procedure is part of (B)(4): pre-discharge a major ischemic stroke was reported. (B)(6) on (B)(6) 2012 = 6 (baseline = 0). (B)(6) score on (B)(6) 2012 = 5. The patient has not yet recovered. Please reference MDR 2183870-2012-00094 for the protege rx used in this procedure.

Manufacturer narrative:
A review of the manufacture records for this device did not reveal any discrepancies relevant to the reported event. Discarded at the hospital.